Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the tubing was leaking from the filter. Mmdg received this report through a medwatch (mw508601), which did not include any contact information for the complainant. Due to this, mmdg could not follow up with the initial reporter. (B)(4).